Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was black. Blood glucose level at the time of the incident was 59 mg/dl. The customer performed a two-hour pump rest and was unable to resolve the issue. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. No blank display anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly stained serial number label.